Event description:
It was reported that the patient was hospitalized for syncope and underwent pacemaker implantation on (B)(6). Within a few weeks following the implant procedure, the field representative was notified that the patient had been hospitalized for sepsis and subsequently died. The device was interrogated; however, no diagnostic data were stored or available for review. The healthcare professional (hcp) asked the representative whether the chest x-rays indicated any abnormalities. Due to differences between the imaging and changes in the appearance of the cardiac silhouette, no definitive assessment could be made from the x-rays.